Event description:
It was reported that the right ventricular (rv) lead was possibly fractured, exhibiting high impedances as well as high thresholds in unipolar mode. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b implantable pulse generator (ipg) (B)(6) 2004; 4568 implantable pacing lead (B)(6) 2004. (B)(4).